Manufacturer narrative:
H11: after further review, the information that was added to the emdr follow up MFR report number 2518422-2023-36908 sent on (B)(6) 2024 actually belongs to MFR report number 2518422-2024-04554. MFR report number 2518422-2024-04554 will be considered as a separate record since the authorized service provider (asp) could not duplicate the reported "not powering on" issue in MFR report number 2518422-2023-36908 and stated that the device was working properly. The issue reoccurred a month later in MFR report number 2518422-2024-04554. Therefore, the follow up report submitted for this complaint was not necessary and was reported in error. The reoccurrence of the device not powering on will be documented under MFR report number 2518422-2024-04554.

Manufacturer narrative:
H10: an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp talked to the biomedical engineer (bme) who stated that the fault occurred on (B)(6) 2023, and although the device appeared to be working on (B)(6) 2023, the issue occurred again on (B)(6) 2023. The asp stated that the device was working properly--the asp found that ac power was connected, and the battery was charging as indicated on the screen. The reported issue could not be recreated as there were not any issues with the power management (pm) printed circuit board assembly (pcba) and battery, and the asp was able to power on the device. Therefore, the asp did not replace the pm pcba. However, the bme experienced the same power on failure a month later, so the asp arrived onsite again to re-evaluate and repair the device. Upon arrival, the asp confirmed that the device was not powering on at all-- there was an amber light emitting diode (led) blinking on the power indicator, but the battery indicator was not flashing even with the device connected to ac power. The asp was unable to pull the logs or get a before screen image, but after performing a pm pcba swap, the asp verified that the device immediately powered on to the main screen. The asp then let the device power up for 10 minutes and successfully performed the electrical safety test, controls test, and internal battery test. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device would not power on intermittently after the power management (pm) printed circuit board assembly (pcba) was replaced, and the battery was not recognized. It was reported that there was no patient involvement at the time the issue was discovered, and there was also no user impact. The biomedical engineer (bme) called technical support to report that the device would not power on after the power management (pm) printed circuit board assembly (pcba) was replaced, and the battery was not recognized. The bme also mentioned that the amber mains light emitting diode (led) was illuminated with alternating current (ac) power connected but no battery led. The remote service engineer (rse) tried to power on the device with just ac power and then just dc power, but the issue remained-- the battery led flashed when ac power was connected but then went out. The rse then tried powering on all power configurations, but the device would not turn on. The rse therefore suspected that a bad pm pcba was installed, and the bme requested to have the pm pcba replaced under parts warranty. The bme held the power switch while connecting ac power, and although the device powered on, but the issue reoccurred. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp talked to the bme who stated that the fault occurred on december 4, 2023, and although the device appeared to be working on december 8, 2023, the issue occurred again on december 11, 2023. The asp stated that the device was working properly--the asp found that ac power was connected, the battery was charging (indicated on screen). The reported issue could not be recreated as there were not any issues with the pm pcba and battery, and the asp was able to power on the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.